Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 48 hours following a gastric sleeve procedure, the patient had fever and general sickness. A high digestive endoscopy was done and a fistula was found at the gastric fundus. Re-surgery with esophageal prosthesis positioning was done to resolve the issue. The patient hospitalization was extended for three weeks due to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of the complaint event. The physical device was not returned. Photographic inspection noted two x-ray images. Neither the device in question nor the staple line were shown. Functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a gastric sleeve procedure, there was a fistula formed at the gastric fundus. Re-surgery with esophageal prosthesis positioning was done to resolve the issue. The patient hospitalization was extended for three weeks due to the issue.